Event description:
The customer contact reported the pt received less medication intended. At 0300, line b of the device was programmed to deliver zosyn 3.375 g/100ml, at an unspecified rate, with a vtbi (volume to be infused) of 100ml, and the delivery was started. At 0930, the nurse went to deliver the next container of zosyn and noted that the device display indicated the delivery was complete; however, there was 15ml remaining in the container instead of the expected empty container. At that time, the nurse reprogrammed the device to deliver the remaining medication and the delivery was restarted. After the delivery was complete, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the most recent programming in the device history indicated that at 0019, line b was programmed to deliver in the piggyback mode, at a rate of 150ml/hr, with a vtbi (volume to be infused) of 100ml, for a duration of 40 minutes, and the delivery was started. At 0059, the delivery was completed. At 0315, line b total volume infused (vi) of 100ml was cleared. At 0416, the device alarmed for n186 (distal occlusion) twice, line a was programmed to deliver at a rate of 40ml/hr, with a vtbi of 237ml, and the delivery was restarted. Between 0751 and 0753, line a was stopped, the device alarmed n102 (infuser idle 2 minutes), and the device was turned off. A review of the history found the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.